Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's father said that his child had a trauma to his head over the implant site and it was so strong that he cried.

Manufacturer narrative:
Conclusions: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. In addition two channels were left outside of cochlea since initial implantation. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient's father said that his child had a trauma to his head over the implant site, it was so severe that he cried. The recipient has been re-implanted with a new device on (B)(6) 2020.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. In addition, information on the implant registration card states that two channels were left outside of cochlea during implantation surgery. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been confirmed yet.

Event description:
The user_s father said that his child had a trauma to his head over the implant site, it was so severe that he cried.